Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the packaging, it was found that the implant was protruding out of the inner sterile packaging, therefore, compromising sterility of implant. Surgeon reamed up to an 18mm stem.